Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty socket. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¿ do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their issue. Customer stated that they attempted swapping out scope connector with no success. They also checked all cables in the back with no changes. They also cleaned the socket and scope contacts with alcohol and this did not resolve the issue. At this time a field service engineer (fse) was dispatched to the facility. Once there, he performed a bit of trouble-shooting and concluded that the cv-190 had a bad socket and would need to be sent in for repair. The device has not been returned to an olympus facility for repair. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an image with 180 scopes or 160 scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.